Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Elevated blood glucose level was resolved by manual injection. Customer will continue to use manual injections for insulin therapy.